Event description:
The customer reported that the device will not power up using ac power. There was no pt involvement.

Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.